Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the device quality and manufacturing history records have been checked for the lot number (52145487) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from the batch. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It is assumed that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "on (B)(6) 2015 the patient received an excision of cerebral tumor surgery. After the excision, the fixation of skull was performed by utilizing cranioplasties and titanium nails. When fixing the nail, the tip of the nail broke and remained inside the skull. Another nail was utilized and fractured again". The tip could not be removed from the patient.